Event description:
It was reported that the patient was not getting to the target of 33c on the arcticsun device. The patient temperature was 32.2c while the flow rate was 1.6 l/min with medium pads in place. Per troubleshooting with ms&s, inlet pressure was -5.6psi, system hours were 1575.6, and pump hours were 1397.8. The nurse was advised to stop therapy, empty and disconnect pads, and put the device in manual control at 40c. T1 was 24.8c, t2 was 24.7c, and t4 was 4c.the nurse was advised to send this device to biomed and get another device. The device was replaced with sn 1198. The water temperature on the second device was 41c with flow rate of 2.4l/min and patient temperature trending up. Per follow up with nurse wren, via phone on 21nov2018, the patient was continuing therapy with no further issues on the second device. She confirmed that the set of medium pads had been replaced for a set of large pads.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was not getting to the target of 33c on the arcticsun device. The patient temperature was 32.2c while the flow rate was 1.6 l/min with medium pads in place. Per troubleshooting with ms&s, inlet pressure was -5.6psi, system hours were 1575.6, and pump hours were 1397.8. The nurse was advised to stop therapy, empty and disconnect pads, and put the device in manual control at 40c. T1 was 24.8c, t2 was 24.7c, and t4 was 4c. The nurse was advised to send this device to biomed and get another device. The device was replaced with (B)(4). The water temperature on the second device was 41c with flow rate of 2.4l/min and patient temperature trending up. Per follow up with nurse (B)(6), via phone on (B)(6) 2018, the patient was continuing therapy with no further issues on the second device. She confirmed that the set of medium pads had been replaced for a set of large pads.